Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Registration number: (B)(4). The caravel microcatheter was returned with its separated tip for evaluation. Stretching of the tip polymer and the innermost polymer jacket was observed at the torn end of the tip where also the distal end of the underlying braid tube was exposed. The separated tip was approximately 3mm long. The torn end of the separated tip was necked and showed the same characteristics observed on the other end. Circumferential cracks were found proximal to the torn end. These findings indicated that tensile stress had contributed to separation of the tip. At distal 1mm of the separated tip, an indentation made by contacting something hard and edgy object was observed. Measurement on the returned caravel suggested that the tip was torn at the junction of tip polymer and the braid tube originally located at 2mm from the very distal end; the observed separated tip was stretched into approximately 3mm long. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had contributed to tip separation of the returned caravel microcatheter. The applied stress would exceed the product design limit when the tip was being caught and restricted its movement by severely calcified cto, tearing the tip to separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a pci to treat a severely calcified cto in the lad #7. After rotablation was performed, the microcatheter was used for wire exchange from a rota wire to an asahi sion blue guide wire. The microcatheter was then removed. Under fluoroscopy, the tip was found separated and remained on the guide wire. The separated tip was removed with the guide wire. The procedure was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event and the patient was fine without problem after the pci.